Event description:
The customer reported to olympus medical that the gastrointestinal videoscope's distal end was chipping off. The device was returned to olympus medical for evaluation. During examination, foreign material was found at the bending section cover's adhesive. This medical device report (MDR) is being submitted to capture the potentially reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the following issues were noted: the connector cover was damaged; the insertion tube was buckling with peeling coating; the forceps channel was dented; the right/left directional knob was sheared; the switch box was dented; the lock engagement lever was cut; the connector cover was cracked and deformed; the light guide lens was scratched; the connector tube was cut; the universal cord was wrinkled; the video connector was damaged; and the video connector case was scratched. In addition, the distal end and lock engagement lever components did not meet with electrical insulation standards. Further examination of the bending section cover adhesive showed it was separating at the thread-wound sections which allowed foreign material to collect at that area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being filed to provide additional information provided by customer and to correct e2. Correction to e2: no was inadvertently selected on the initial and should be left blank.

Event description:
The customer reported the device was returned reprocessed and the issue was found during reprocessing with no patient involved.